Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy detailed description of event: the bag broke during specimen removal in a lap chole case. It stretched while applying pressure to remove the specimen. It broke and released the specimen in the abdomen. They opened a fannin bag to retrieve the specimen. Additional information received from applied medical representative via email on 04-nov-2021: the customer hasn't kept the device. The approximate location of the bag breakage is in the middle. It's possible that there were gallstones present inside the specimen. At the time of the bag breakage, a scope was also in the surgical site. It was a laparoscopic surgery, not a robot assisted one. The awareness date is (B)(6). Patient status: no patient injury. Type of intervention: change to competitor device.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any damages or non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Name of procedure being performed: laparoscopic cholecystectomy. Detailed description of event: the bag broke during specimen removal in a lap chole case. It stretched while applying pressure to remove the specimen. It broke and released the specimen in the abdomen. They opened a fannin bag to retrieve the specimen. Additional information received from applied medical representative via email on 04-nov-2021: the customer hasn't kept the device. The approximate location of the bag breakage is in the middle. It's possible that there were gallstones present inside the specimen. At the time of the bag breakage, a scope was also in the surgical site. It was a laparoscopic surgery, not a robot assisted one. The awareness date is october 26. Patient status: no patient injury. Type of intervention: change to competitor device.